Event description:
In 2006 the lay patient's mother contacted lifescan (lfs) alleging that the patient's one touch ultra 2 meter was reading inaccurately low. The medical affairs specialist (mas) spoke with the mother five days later to obtain/verify the following information: the pt takes nph insulin 18 units in the am and 11 units at bedtime. She also takes novolog insulin by sliding scale at breakfast, lunch, dinner, and bedtime. She owned the reported meter for "about 6 months." The mother did not recall readings obtained on the lfs meter prior to event day; however, she said "they must have been wrong because the patient was in ketoacidosis." The patient obtained an am result of 98 mg/dl while having blurred vision, headaches, nausea and vomiting. The meter reading did not correlate with the patient's symptoms that suggested hyperglycemia. The mother was not sure if the patient took novolog insulin on that day. A result of 134 mg/dl was obtained on the lfs meter at about 1:00 pm while the patient continued to have the above noted symptoms. The mother took the patient to the ER where a result "over 500" was obtained on the hospital device within one hour. The patient was diagnosed with hyperglycemia and ketoacidosis. She was admitted to the hospital for 3 days and treated with an insulin IV drip. When she was discharged she began testing with another, non-lfs meter. The customer care advocate (cca) noted that the patient's testing technique was incorrect; however, no description was provided. The mother was not aware of incorrect technique. A control solution test was not performed because the control solution was expired. The meter, test strips, and control solution were replaced. The complaint is reported because the lfs meter reading did not correlate with the patient's symptoms that suggested hyperglycemia. A hyperglycemic result was obtained in the ER.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.